Event description:
The customer reported that the cine function was unavailable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced. The system was then found to be operating as intended.